Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the protective cover of the power switch being damaged and the led not lighting up could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the device evaluation, it was also noted that the led light was not lit, and the protective cover and plastic cap were torn off of the power switch. In addition, the four bottom suction feet had weak suction, the top cover was rusted, and the main chassis was scratched. The air flow rate was low due to faulty air pump unit and the air joint unit and connector socket at front were worn out. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported that the rocker switch/power switch on the mu-1 maintenance unit was broken. There were no reports of patient harm. The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, the front power switch was faulty [damaged]. This medical device report (MDR) is being submitted to capture the reportable malfunction discovered during evaluation.